Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm), to correct the reported problem. The system was tested and verified as ready for use. Isi received the usm involved with this complaint. And completed the device evaluation. Failure analysis investigation confirmed, and replicated the customer reported complaint. When the unit was tested from an in-house system, it failed normal mode as it triggered a 32056 error. When the arm was tested on a patient side cart (psc) fixture test platform, the arm failed the direction test with an error of 32056/32101/1123. Remote fe recorded an error 32101/1123/32056. When the insertion flat flex cable (ffc) was reseated and replaced, the arm still failed the direction test. When the insertion searchlight single axis (slsa), printed circuit assembly (pca) was replaced, the arm passed the direction test, and all the errors went away. When the original slsa pca and ffc was reinstalled, all the errors went away. The insertion searchlight mirror was inspected and was free from dust. No fluid intrusion was found along insertion axis. When the arm was tested further on psc fixture test platform, the usm passed all the required tests except for the insertion sensors check.

Event description:
It was reported, that during a da vinci-assisted incisional hernia ipom surgical procedure. The customer experienced a fault on universal surgical manipulator (usm) 4. And they had to disable the usm. The case was completed using 3 usms. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found, usm 4 had sensor errors for axis 3. The faults continued to escalate in the logs until the user disabled the usm. The procedure was completed as planned with no reported injury.